Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The allegation could not be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high shocking lead impedance measurements greater than 125 ohms. During an in-clinic device check, the out of range measurements were recreated with pressing both hands but otherwise normal. Subsequently, a surgical intervention was performed. The rv lead was explanted and the physician elected to replace the device as well. Additionally, this ra lead exhibited noise reproduced during isometrics but otherwise, functioned fine. However, the ra lead was dislodged during rv lead extraction. And thus, was subsequently explanted as well. A new system was implanted. No additional adverse patient effects were reported.